Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had alarmed power loss and power error detected. Customer's blood glucose was 20.8mmol/l at the time of incident. Troubleshooting for the high reading was declined. It was reported that the was not recently stored, not in use for an extended period of time, or without battery greater than ten minutes it was also reported that the customer has not received multiple power loss alarms when batteries are out of the insulin pump for less than ten minutes. There was no indication that the issue was resolved during the call. Troubleshooting for power error detected was also performed. It was reported that the customer was provided guidelines on how to resolve the issue but there was no indication that the alarm was resolved during the call. The insulin pump will not be returned for analysis.